Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon evaluation, multiple cables were damaged. The trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cable connecting the dn and rear therapy electrodes (te), was pulled from the dn strain relief, damaging internal wires. The cable connecting the dn and front te was pulled from the dn, damaging the j703 connector on the dn pca board. The cable connecting the dn and ECG electrodes c and d was pulled from the dn strain relief. The root cause of the damaged cables, connectors, and wires is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had multiple damaged cables.